Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was 105 mg/dl. Customer reports the drive support cap appears normal. Customer stated insulin pump had not been exposed to high magnetic field. Customer did not report an motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.